Event description:
It was reported that the user experienced elevated blood glucose associated with a dexcom g7 continuous glucose monitor (cgm) signal loss, after which communication was restored and the user completed a full supply change with education to allow time for regulation. The user experienced a glucose peak of 224mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included user communications and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure, with involvement of the electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.